Manufacturer narrative:
The reported event of the thermogard console (sn (B)(4)) does not recognize when the pump lid is closed and the pump rotor still rotates when the pump lid is open was confirmed during functional testing. The probable root cause was due to a defective pump raceway. Upon visual inspection no physical damage was observed. Functional testing was performed and the pump rotor was rotating while the pump lid was opened was observed. Upon replacement of the pump raceway, the console was functionally tested and passed all final testing criteria. The thermogard console is a reusable device and was manufactured on 01 june 2010. It has exceeded its expected service life of five years and is over 9 years old. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
During preventive maintenance, the thermogard console (sn (B)(4)) does not recognize when the pump lid is closed and the pump rotor still rotates when the pump lid is open.